Event description:
The following was reported via maude event report ((B)(4)) by the patient: on (B)(6) 2008, the patient was implanted with a ventralex mesh for a hernia repair. Soon after the hernia repair, she began having severe pain and would use the bathroom about 30 times a day. The patient was diagnosed with interstitial cystitis which causes her severe pain and she cannot sit or stand for long periods of time and feels like there is an abscess inside of her. The patient takes medications but still experiences a lot of pain. Patient wakes up in burning pain and has trouble sleeping. Patient states her bowels have also changed. The patient states her life has been affected and she is now disabled; she has problems taking care of her four kids and keeping up with daily activities.

Manufacturer narrative:
Contact with the patient found that she has been seen by multiple doctors in the past four years. None of these doctors attributed her symptoms to the mesh that was implanted. The patient was diagnosed with gastritis. Based on the information provided, no definitive conclusion can be drawn. The patient alleges various complications following the implant of the ventralex mesh. Currently, medical records have not been provided and the mesh remains implanted. If additional information is provided, a supplemental MDR will be submitted.